Event description:
Related to MFR report number: 2183959-2012-02867. It was reported that on or about (B)(6) 2010 a miniarc sling system was implanted to treat stress urinary incontinence and/or prolapse. It was alleged by the attorney for plaintiff that as a result of the implanted product the plaintiff has experienced and will continue to experience pain and suffering, disability, impairment and loss of enjoyment of life.

Manufacturer narrative:
Should add¿l info becomes available regarding this event it will be re-evaluated and a follow-up report will be sent.